Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as accumulated dirt - however, it was not possible to ascertain further the cause of the accumulation. As there was no noted deviation from the reprocessing of the device in accordance with the instructions for use, no further presumption could be established for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. The reported unsmooth air/water feeding was not confirmed. Upon evaluation of the returned device the following defects were found, leakage at the adhesive of the bending cover, and adhesive on bending section rubber dirty. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the air/water supply was insufficient due to incorrect reprocessing. The event occurred during an unknown diagnostic procedure. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.